Event description:
The pump was in the hospital bio-med shop and was reportedly observed turning on and off by itself. No information as to where in the hospital the pump came from and no clinical contact is available. No pt injury or medical intervention reported.